Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.646 ug/l; repeat gave 0.02 ug/l. No adverse events reported in association with the incorrect result. If add'l info is rec'd, appropriate notification will be provided.